Event description:
It was reported that oversensing and noise were observed on the right ventricular channel of the implantable cardioverter defibrillator (ICD) at implant, possibly due to a grommet or setscrew problem. A different ICD with no noise or oversensing observed was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).